Event description:
It was reported that the blade guide sleeve/buttress compression nut assembly kept popping off of the aiming arm during a trochanteric fixation nail (tfn) procedure on (B)(6) 2015. The issue reportedly occurred while the surgeon was tightening down toward the lateral cortex. The procedure was successfully completed with a two (2) minute surgical delay. This report is 2 of 3 for com-(B)(4).

Manufacturer narrative:
Product investigation summary: the complaint condition for the buttress/compression nut (part 357.371 / lot 5176490) and the 130 degree aiming arm (part 357.366 / lot 9014558) was likely caused by excessive hammering during surgery; however, this complaint is not a result of any design related deficiency. No product issue was identified in the complaint or noted upon examination of the returned blade guide sleeve (part 357.369 / lot 5056415). The buttress/compression nut, 130 degree aiming arm, and the blade guide sleeve are instruments routinely used in the titanium trochanteric fixation nail system. The returned 357.369 blade guide sleeve was received in fair condition with some moderate wear. The device was manufactured in march, 2006 and is nine years old. The associated drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. No product issue was identified in the complaint description or noted upon examination. The condition of the returned devices does not agree with the complaint description. The complaint condition for this device cannot be replicated. It is likely that excessive hammering during surgery has led to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted or explanted. (B)(6). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Device history review: this lot was manufactured on march 28, 2006 at (B)(6). The device history record was reviewed; no anomalies were reported during the manufacturing process of this lot that can be related to this complaint. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.